Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction suspected. The physician wanted an upgrade for better programming capabilities. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.